Event description:
Clinic notes were received for review and it was documented that a vns patient on (B)(6) 2011 and (B)(6) 2010 was having an increase in depression. The note dated (B)(6) 2010: reported he has had more depression than the previous year. The note dated (B)(6) 2011: he brings with him today a short video clip of how he is in his worst episodes of depression, which he still continues to experience. Reported as chronic intractable depression which appears to be minimally stabilized with the continued usage of the vns. The patient's vns settings were changed. Decreased their off time to 0.8 and their signal frequency to 20. Their doctor did not believe further adjustments are going to be much more beneficial. Good faith attempts have been made and thus far no further information has been attained. It is unknown if their depression is over their baseline level.

Event description:
Additional information was received from the patient's treating physician that their depression was at baseline or below baseline with an unknown start date and either being attributed to a decreased efficacy or a low battery. No medication changes or programming changes were made preceding the reported events.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.